Event description:
MFR received a report of a power wheelchair running into a bus and breaking the user's leg. The wheelchair moved without a user given command. Evaluation by the MFR revealed the cause to be at the sealed joystick had been opened and parts were removed.